Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the size 2 8mm zuk insert trial broke during surgery. No relevant clinical information was provided to perform a thorough medical investigation or to determine a clinical root cause of the reported failure. Based on the information provided, after a non-significant delay the surgery was completed with a change in the surgical technique. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an unicompartmental knee surgery, an articular surface provisional sz 2 8mm broke off. Surgery was resumed, after a non-significant delay with a change in the surgical technique. Patient was not harmed as consequence of this problem.